Event description:
It was reported that the pta balloon dilatation catheter leaked from the hub of the inflation lumen during an initial inflation attempt. There was no reported retraction issues. There was no reported patient injury.

Manufacturer narrative:
A further clinical review was performed and identified this event to be MDR reportable pursuant to 21 cfr part 803. The device history records have been reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device was returned for evaluation. The investigation is confirmed, as a leak was observed in the glue fillet of the inflation hub. The root cause is manufacturing related as the glue fillet felt tacky and soft to the touch, which indicates that the glue had not fully cured. Operator awareness training regarding the glue fillet process was performed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.